Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately four months following an intraocular lens (iol) implant procedure, a patient developed vitritis and decreased vision. Additional information has been requested.

Event description:
Additional information was provided indicating that the patient was on steroid medication in order to subside the vitritis. Currently, the patient has good vision and is happy. The issue seems to be resolved as the patient is off of the steroid medication. The patient vision has been restored. Further details were provided indicating that the patient was treated with oral steroids for a period of 2-3 months. The patient was referred to a retinal specialist due to drop in vision. The doctor seemed to suggest that there is a 3-5% incident rate of vitritis post cataract surgery and that there could be other factors besides the iol material which could have led to the vitritis.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).